Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the fifth cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a separation between the patient connector and silicone tubing of a minicap transfer set which resulted in a leak that led to this alarm. It was further described as "the rubber portion of the adapter connector was loose from the transfer set tubing, which was the source of the leakage." To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given intraperitoneal (ip) ancef (125 mg/l) for three days as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.